Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic residual portion in the myometrium left side'), embedded device ('small metallic residual portion in the myometrium left side'), fallopian tube perforation ('left essure device outside of the left fallopian tube, perforated essure device') and device dislocation ('left essure device outside of the left fallopian tube') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included ovarian cyst, right lower quadrant pain, dyspareunia, abnormal uterine bleeding, ovarian mass, paratubal cyst, pelvic pain and heavy menstrual bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and fallopian tube perforation to be related to essure. The reporter commented: date: (B)(6) 2019: name of operation: 1. Bilateral laparoscopic salpingectomy. 2. Removal of bilateral essure devices (small metallic. Residual portion in the myometrium left side). 3. Partial right oophorectomy. 4. Hysteroscopy, d&c, novasure endometrial ablation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device, fallopian tube perforation, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic residual portion in the myometrium left side'), embedded device ('small metallic residual portion in the myometrium left side'), fallopian tube perforation ('left essure device outside of the left fallopian tube, perforated essure device') and device dislocation ('left essure device outside of the left fallopian tube') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included ovarian cyst, right lower quadrant pain, dyspareunia, abnormal uterine bleeding, ovarian mass, paratubal cyst, pelvic pain and heavy menstrual bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, embedded device and fallopian tube perforation to be related to essure. The reporter commented: date: (B)(6) 2019: name of operation: 1. Bilateral laparoscopic salpingectomy 2. Removal of bilateral essure devices (small metallic residual portion in the myometrium left side). 3. Partial right oophorectomy. 4. Hysteroscopy, d&c, novasure endometrial ablation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device, fallopian tube perforation, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information, patient middle name, medical history added. Event: medical device removal updated to event: "small metallic residual portion in the myometrium left side". New events added- "left essure device outside of the left fallopian tube", "perforated essure device". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: pfs received: "previously reported event injury to herself replaced by medical device removal and made medically significant and intervention required due to surgery". Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.